Event description:
The customer reported to olympus that the pneumoperitoneum pressure of the gas supply from the central pipe of the high flow insufflation unit did not rise due to exhaust smoke, and insufflation could not catch up. The reported issue occurred during a therapeutic laparoscopic distal gastrectomy (ldg) procedure. The intended procedure was completed using another device. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the customer's reported issue could not be confirmed or duplicated. It was noted there were missing letters on the real panel, which was unrelated to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, as the reported issue could not be confirmed or duplicated, a root cause could not be identified. Olympus will continue to monitor field performance for this device.